Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a procedure of the moderately calcified, mid right coronary artery (rca) the promus was delivered to the lesion; however, the physician met resistance in the anatomy during advancing and attempted to pull the device back and the stent dislodged off the balloon becoming lodged and free floating at the ostium of the rca. Resistance with the anatomy was noted during pull back of the device. A non-abbott balloon was used to deploy the stent in the proximal rca; not the target lesion. There was no reported adverse patient effect. Additional attempts to advance and cross the lesion with a 2.0 mm x 20 mm non-abbott balloon catheter to place another stent in the target lesion were unsuccessful. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and distal shaft and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent was dislodged from the balloon and not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomy was moderately calcified which likely contributed to the reported difficulty advancing and retracting the sds. It is likely an interaction with the lesion during advancement may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulty. Subsequent interaction of the sds within the patient anatomy during pull-back would have then led to the stent dislodgement. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement or difficult to remove for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.